Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device was confirmed to still detect a shockable rhythm and provide defibrillation energy. The customer's device was replaced under warranty. Physio further evaluated the customer's device and was unable to duplicate the reported issue, therefore a cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device was showing a wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code into the device's memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There was no report of patient use associated with this event.